Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 325 mg/dl for a few hours after lunch, with a probable missed meal announcement. The ilet bionic pancreas delivered automated corrections and returned glucose to range, and no alerts or alarms were reported. Outcomes included no need for assistance and no medical intervention. Investigation included complaint intake, user follow-up, and troubleshooting with education. Investigation of this case revealed no device malfunction reported and user-related factor as a possible contributor. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device performing as designed to correct the elevated glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.